Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the device became overdischarged due to compliance. An attempt was made to interrogate the device but instead the consumer was shown how to do a physician mode recharge (pmr), and was instructed to call the rep. When they were charged. At the current time the issue was not resolved. Additional information was received from the manufacturing representative (rep) on oct. 05,2018 regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient is having a battery replacement which is scheduled for next week. Patient system is 4 years old but rep is unaware why the ins is being replaced or issues with device. Rep mentioned seeing a not on patients file from (B)(6) from rep regarding patient's system was discharged or overdischarge but has no further information. No patient symptoms or complications were reported in this event.